Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a battery out limit alarm. The customer¿s blood glucose was 66 mg/dl at the time of incident. Customer stated that the insulin pump alarmed had a recurring battery out limit alarm after battery change and was not able to clear the alarm due to esc and act buttons were unresponsive. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with act button unresponsive due to corroded keypad traces. No button error alarm noted. Unable to confirm battery out limit or perform the self test, unexpected restart error test and displacement test due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, cracked reservoir tube lip, minor scratched display window and stained address/serial number label.